Event description:
A nurse reported the laser had low potency during a photocoagulation procedure. The nurse was unable to determine how many pts were involved. However, there were no pt injuries reported and all procedures were completed.

Manufacturer narrative:
The company representative examined the system, confirmed the customer reported event, and replaced an optical fiber. The system was then tested and met all product specifications. A root cause was not determined. (B)(4).